Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The pump remains in use supporting the patient. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to gi bleed on (B)(6) 2019. International normalized ratio (inr) at the time of admission was 5.5. It was found that the patient had a lower gi bleed and had polyp resection.